Event description:
It was reported that two days post a pulsed field ablation procedure, the patient presented with migraine, visual changes characterized by flashing lights and distortion and chest pressure. The patient had a underlying angina history, elevated troponin levels. Given the perioperative stroke risk, computed tomography (CT) of the head was offered but declined by the patient, who did not exhibit any new focal deficits and described the episode as consistent with their usual migraine. Electrocardiogram testing was performed and found to be unremarkable. The event was assessed as causally related to the transseptal puncture and the index procedure, but not related to the pulseselect pulsed field ablation loop catheter. The patient was provided medication treatment to treat symptoms. The patient recovered and the event was resolved. No further patient complications have been reported as a result of this event. It was later reported that the patient experienced transient vagal response in the left superior pulmonary vein (lspv) resulted in complete heart block that resolved spontaneously. The vagal response/complete heart block did not require intervention. It was also indicated that the post-transeptal migraine is a known complication of catheter ablation.

Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: loop catheter; product ID: 10fcc13 product type: sheath; product ID: other manufacturer product type: transseptal needle; other manufacturer product type: coronary sinus catheter; other manufacturer product type: intracardiac echocardiography (ice) catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.